Event description:
(B)(6) clinical study subject ID: (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that a pericardial effusion was noted on intra-cardiac echocardiography (ice) at the end of the procedure. As a result, the patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient returned to the emergency department and presented with pericarditis and a fever. They received a chest x-ray, and this issue is ongoing.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided: "pericardial effusion was noted on the intra-cardiac echocardiography (ice)." Instructions for use states: "potential adverse events: potential adverse events associated with the use of the intellanav stablepoint include, but are not limited to cardiac perforation/cardiac tamponade/pericardial effusion." No issues were found that could have been related to the reported issue during manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided: "pericardial effusion was noted on the intra-cardiac echocardiography (ice)." Instructions for use states: "potential adverse events: potential adverse events associated with the use of the intellanav stablepoint include, but are not limited to cardiac perforation/cardiac tamponade/pericardial effusion." No issues were found that could have been related to the reported issue during manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study - subject ID (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. The patient was a 76 year old male. It was reported that on (B)(6) 2022 pericardial effusion was noted on the intra-cardiac echocardiography (ice) at the end of the procedure. As a result, the patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient was back in the emergency department with a fever caused by pericarditis. The patient received a chest x-ray, it was further reported that the patient also underwent an electrocardiogram, and a cardiac enzyme test. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided: "pericardial effusion was noted on the intra-cardiac echocardiography (ice)." Instructions for use states: "potential adverse events: potential adverse events associated with the use of the intellanav stablepoint include, but are not limited to cardiac perforation/cardiac tamponade/pericardial effusion." No issues were found that could have been related to the reported issue during manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.additional information: b5

Event description:
Newton af clinical study - subject ID (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. The patient was a 76 year old male. It was reported that on (B)(6) 2022 pericardial effusion was noted on the intra-cardiac echocardiography (ice) at the end of the procedure. As a result, the patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient was back in the emergency department with a fever caused by pericarditis. The patient received a chest x-ray, it was further reported that the patient also underwent an electrocardiogram, and a cardiac enzyme test. The patient was discharged on (B)(6) 2022. Tt was further reported patient's medication was changed/adjusted to colchicine. The patient also received additional echocardiogram/tte tests.